Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it was found that the pump had been tampered with, opened, and had the battery replaced outside of mmd. The pump pcb board appears to have failed after this, and the pump could no longer be turned on or tested. The device was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. They stated that this had occurred for five hours, resulting in the patients therapy being delayed for that period of time. Mmd did not follow up with the initial reporter because at the time of the complaint they stated that the patient had not had any adverse effects due to the complaint and that they had no additional information to provide. (B)(4).